Manufacturer narrative:
Examination was not possible, as the product is still implanted. The investigation is limited to the information provided, as the part and lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need of corrective action is not indicated.

Event description:
A 4.5mm solid fully-threaded cortical screw was used for the most distal screw hole of trochanteric nail system for femoral fracture. Three months after the surgery, the screw was found broken through x-ray picture. Only one screw was used for the distal fixation. The fracture is recovering well. Revision has not been planned.